Event description:
It was reported that a spectrum pump had an upstream occlusion during clinical use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. During functional testing, an upstream occlusion issue was reproduced, as a intermittently detected upstream occlusion. A review of the event history log revealed, single event of upstream occlusion. A service history review was performed and revealed, that the device has no previous service events. Therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined, to be a failed ultrasonic sensor. The ultrasonic sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.